Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. The customer stated she was not getting enough insulin in her body she should and had been using manual injections. Customer stated they experienced high blood glucose of 14.5 mmol/l. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.